Event description:
It was reported that the patient experienced intermittent pocket twitching and was sent to the emergency room for an interrogation of the pacing system. The interrogation revealed that an auto polarity switch occurred on the right ventricular lead due to low bipolar impedance. There were varying unipolar impedances which was higher than the bipolar impedance. The lead was capped and was replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.